Event description:
It was reported that patient was implanted with a trial scs system in 2009. It was reported on the third day of the trial, patient complained of excessive pain at the insertion site. Patient called physician's office, and was instructed to monitor the site. At about 5 days later, it was reported that patient contacted physician's office due to excessive pain at insertion site. In the next day, it was reported that patient went to md office to have trial lead removed, where md observed trial lead site was infected. It was reported trial lead was removed, and patient was given oral antibiotics and sent home. The explanted system was discarded and not returned to the manufacturer for evaluation. At about 3 days later, it was reported patient had a migraine, fever, and vomiting. It was reported patient thought it was the flu and went to ER, and he was admitted. Follow-up requests for additional information were unsuccessful.

Manufacturer narrative:
Evaluation codes: method: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the device history record and sterilization record. Ans inc. Has limited information related to the patient's medical history, and is unable to form a medical opinion as to the relevancy of the patient's history to the event reported. Ans inc. Defers to the patient's physician regarding medical history.